Event description:
It was reported the patient unable to establish communication between his ipg and external devices. The patient's programmer reflects a communication error. The patient reported he has lost weight and the patient is without stimulation. In addition, the patient reported he has not charged his ipg since (B)(6)2014. Follow-up information revealed the sjm representative met with the patient and confirmed the issues. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015,where the ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.